Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported sensor for air in line continues to alarm after cleaning the sensor which was not reproduced during evaluation. A review of the event history log identified air in line alarms. The cause was determined to be the ultrasonic sensor was out of specification. The ultrasonic sensor were calibrated to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump sensor for air in line continued to alarm after cleaning the sensor in the central sterile department. There was no patient involvement. No additional information is available.